Event description:
It was reported that the device had an overpressure alarm during venting. There was no patient involvement.

Manufacturer narrative:
B3: exact date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device sample was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. Visual defects were not found during the inspection. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed.